Event description:
It was reported by service report that the scale was not accurate and left and right inner panel labels were worn. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell cable. Siderail labels.